Manufacturer narrative:
Sensory medical made multiple attempts for additional information relevant to the investigation directly to the family. Sensory medical attempted two separate times to gather details surrounding the reported event on 01/15/2026 (email), 01/15/2026 (phone call, no answer, left voicemail) and 02/10/2026 (email). Sensory medical has requested a return of the damaged safety sheet. 240430m13 is the lot for the safety sheet. Review of manufacturing records confirm all in process and final inspections were performed and passed. Multiple statements are made in the cubby bed user manual regarding safe use of the bed to prevent entrapment and other safety concerns. Page 3 of the cubby bed user manual contains a warning for "use the maintenance checklist in the manual to inspect the canopy, seams, zippers, electronic accessories, cords, metal frame, screws, slats, locks, and safety sheets every 30 days." Page 3 of the cubby bed user manual contains a warning for "if any damage is present, immediately discontinue use and contact cubby for repair or replacement." On page 15 "what happens if my cubby rips or I notice other damage? Please contact us right away. Only use your cubby bed when it is assembled correctly and is in safe working condition." On page 22 "discontinue use and contact us immediately if anything is damaged or missing." On page 22 includes a monthly maintenance checklist, one check is: "safety sheet fabric, cord loop and zippers have no tears, rips or snags and lock is secured." On page 22 includes a monthly maintenance checklist, one check is: "each zipper on the canopy is functional and seams of zippers are intact." On page 23 instructions for safety sheet care advise the user to "hang to dry" the safety sheets. Additional investigation is needed, and sensory medical's root cause investigation is ongoing. There was no report of injury as a result of the event.

Event description:
The complaint was reported to sensory medical by a durable medical equipment (dme) representative. Per the representative, the child had torn two safety sheets and eloped through the tear and out through the mattress and frame. Per the representative, the child had been eloping every night due to continued use of damaged sheets. The representative stated that locks were in use. A video was provided that confirmed the safety sheet tear. The tear stretches the length of the safety sheet and is located about an inch away from the safety sheet zipper. There was no report of injury as a result of the event.